Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A client reported a patient with under corrected astigmatism post lasik. There are multiple related reports for this facility. This report addresses patient (B)(6) right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. Review of the logfile for the day of treatment showed during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. The energy was stable during the whole day. The user performed an energy check before this patient. The treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles which could contribute the reported issue. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment date. No technical root cause was identified. According to logfile review, the product was found to be within specifications. The manufacturer internal reference number is: 2020-11722.